Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of approximately 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump did not deliver insulin as intended, and subsequently shut down unexpectedly. Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the customer reverted to manual injections for insulin therapy.